Event description:
Complainant alleged that during a cardioversion on a (B) (6) male patient who was in ventricular tachycardia, the device did not sync on the r-wave, causing patient's heart rhythm to convert to a ventricular fibrillation rhythm. The patient's heart rhythm was then converted to a normal sinus rhythm after two successful shocks. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.